Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as a rash under all three te pads. There was no alleged device malfunction contributing to the rash. The patient¿s physician prescribed triamcinolone for the rash. Follow up indicated that the rash improved.